Event description:
It was reported that during a laparoscopic cholecystectomy procedure, both devices would not release some clips. The same devices were used to complete the procedure. No adverse consequences reported. No additional information is available.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. (B)(6).